Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the site. The following sections of this report have been updated: additional information added to h10. It was thought that the perceived root cause of the balloon burst was possible interaction between the commander delivery system balloon and the preexisting mitral surgical valve frame. During withdrawal of the delivery system, the burst balloon became stuck on the sheath, and the balloon was unable to be withdrawn inside the sheath. This made it difficult to withdraw the sheath and the delivery system, so the surgical cutdown was performed to remove the devices from the patient. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was not returned.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra resilia valve was to be implanted within a preexisting mitral surgical valve via transfemoral vein approach. During deployment of the 26mm sapien 3 ultra resilia valve, the commander delivery system balloon burst at the end of deployment. The balloon was removed via surgical cutdown. The patient was stable after the procedure. Images of the device post-procedure revealed that the distal tip of the delivery system was separated.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. H6 device code "2907 - detachment of device or device component" was removed as it was confirmed by follow-up with the site that the device was cut into two by the physician after it had already been removed from the patient. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery provided from the site was evaluated, and the following was observed: observed balloon burst in radial direction and spring stretched, and distal portion of the balloon was inverted over the nose cone (note: per customer feedback, the delivery system was cut on the back table post device removal). A device history record (DHR) review and review of the lot history was unable to be performed as a lot number was not provided by the site. However, a review of complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the reported event the instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The commander delivery system balloon burst and withdrawal difficulty were confirmed based on evaluation of the provided imagery. Per report, it was perceived that the balloon burst was due to the interaction with the existing surgical mitral valve frame. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause was unknown, available information suggests that patient factors (pre-existing valve) may have contributed to the balloon burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty as reported. As such, available information suggests procedural factors (withdrawal of burst balloon) may have contributed to the withdrawal difficulty of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.